Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that clarified previously reporting information indicating that prior to the implant of the valve, a thrombus was protruding into the lumen in the abdominal aorta, so catheter insertion was performed from the left subclavian artery. During surgery, the valve was difficult to place in the proper position, so a total of 7 expansions were performed. The patient¿s blood pressure decreased so vasopressors were initiated but there was no response. An echocardiogram was performed during the 6th expansion attempted that revealed decreased left ventricular contractility and mitral regurgitation. The cause of the mitral regurgitation was unknown at that time. During the 7th deployment attempt, the valve was fixated to the appropriate position, so the valve was released. At that time, an infold was observed. It was reported that the infold occurred due to inadequate expansion of the valve. The patient¿s hemodynamics did not improve leading to cardiac arrest. Cardiac massage was subsequently performed, and an attempt was made to insert ECMO. The patient was in cardiac arrest for 23 minutes. The valve was then inflated multiple times with a non-medtronic balloon. The patient¿s heart rate recovered, and hemodynamics improved. The patient was admitted into the critical care unit. Afterwards, the patient¿s hemodynamics stabilized so ECMO was withdrawn. The patient¿s brain was damaged and post-resuscitation en cephalopathy and prolonged loss of consciousness occurred. 1 week following surgery an electroencephalogram and computed tomography (CT) scan were performed which revealed that it would be difficult for the patient to recover. 18 days following the implant of the valve, a tracheotomy was performed, and spontaneous respiration was deemed possible. Respiration was managed using a synthetic nose. 2 weeks later, the patient was transferred to the general ward. It was reported that the patient had eye movements. The patient remained hospitalized and continued rehabilitation. No additional adverse patient effects were reported.

Event description:
Additional information was received that a misload was not identified during loading. During implant, recapture was performed due to the implantation position was too deep. It was noted the physician considers that the effect of the anatomical structure was not large that contributed to the infold. A procedural delay occurred as a result of the infold. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Additional codes: annex f .medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut fx delivery catheter system (dcs) product ID d-evolutfx-34, lot number 0011686303, use by date 2025.03.14, UDI (B)(4). Corrected b1. Updated b2. Updated b5. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Corrected information: the left subclavian artery approach was used. Additional information was received which reported that immediately following the valve implant, post resuscitation encephalopathy. The encephalopathy was reported to be related to the valve and the procedure. Left subclavian artery hemorrhaging was also reported. Blood transfusion and arterial embolization (tae) were performed due to bleeding from the left subclavian access site. It was noted that the access site injury was related to the device and the procedure. A cerebellar infarction occurred. Hepatic artery hemorrhage occurred. Both the cerebellar infarction and hepatic artery hemorrhage were reported to be related to the device and the procedure. It was also noted that due to the valve infolding, the valve's "opening and closing restrictions occurred", leading to cardiopulmonary arrest. The infold was initially discovered after the full release of the valve, after a later review, it was possible that it occurred 5 to 6 times during the expansion. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. H6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that after the valve was implanted, the patient hemodynamics subsequently worsened, leading to c ardiopulmonary arrest. The infolding of the valve was the cause. Cardiac massage was performed, and the patient was placed on extracorporeal membrane oxygenation (ECMO). De-vascularization was difficult to perform so ECMO was started. A post-implant balloon aortic valvuloplasty (bav) was performed using a non-medtronic 22-millimeter (mm) balloon. The infolding resolved and the patient¿s hemodynamics improved. The valve was functioning without any problems and the patient hemodynamics were stable. It was further reported that progression of anemia was observed. A hematoma in the left subclavian artery, and a hemorrhage in the hepatic artery were thought to be the cause. A stent graft was placed to stop the bleeding. The patient¿s progress was good. It was noted that the patient had a strong cerebrovascular disorder to begin with, so lack of consciousness caused by the cerebral infarction was prolonged. The patient¿s respiratory status gradually improved, so the respirator was removed. A tracheotomy was subsequently performed to manage the patient¿s respiration. Per the physician, the delivery catheter system (dcs) caused the bleeding. The cause of the cerebral infarction was due to delays in pcps adoption. Per the physician, the infold contributed to the infarction. Additionally, due to the severe I nfolding of the valve, coaptation could not occur so the valve could not function. It was noted that the valve was infolding up to the 5th deployment. No additional adverse patient effects were reported.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, it was noted the valve was stored without problems during the loading check. During implant, using the left superior cerebellar artery approach, the valve implantation was performed by switching between an 18fr non-medtronic sheath and an in-line sheath. During the first deployment attempt, an infold of the valve frame was not suspected. During the second deployment attempt, the valve placement position could not be determined, so a second recapture was performed. After the third deployment and full release, it was discovered that there was a black line that was believed to be an infold. Subsequently, the patient¿s blood pressure dropped, and cardiac arrest temporarily occurred, so chest compression and percutaneous cardiopulmonary support (pcps) were introduced immediately. After pcps was introduced, a post-implant balloon aortic valvuloplasty was performed; the infold was resolved. The patient¿s hemodynamics became better. The procedure was completed, and the patient left the procedure room. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34; product type: 0195-heart valves; explant date product analysis: the device remains implanted, and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.